Manufacturer narrative:
The product will not be returned for evaluation and testing.

Event description:
This male patient (age unknown) was presented to the interventional lab for repair of a lesion (location unknown). There was moderate calcification and vessel tortuosity. The stenosis was 80%. The product was prepared as per the IFU. The product was used for post-dilatation after the deployment of the stent (smart control, catalog and lot no. Unk). There is no information as to where the physician made access to the patient. The information states that the guidewire was inserted acress the lesion via the sheath introducer, without difficulty, there was no information about pre-dilatation. The stent was deployed successfully. The balloon was then advanced over the guidewire into the stent. The balloon was inflated using the indeflator, and upon iinflation, it ruptured at 8 atm. The product was withdrawn out of the patient's body. Another balloon catheter was used and the procedure was finished successfully. There was no adverse consequence to the patient.